Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and observed the shattered pump cover, dented and scratched paint top plate, physically damaged keyhole rotor assembly, and worn feet. Functional and electrical testing was performed and completed successfully. The reported condition was verified. The cause of the condition was due to a component failure; likely due to the user dropped the unit while moving it and physically damaged the main module. The broken and cosmetically damaged parts were replaced during the service refurbishment process. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 main module had a broken green door. This was further described by the customer as ¿lid was snapped in half¿. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.